Manufacturer narrative:
A steris service technician arrived onsite and was informed by user facility personnel that the employee was inside the chamber adding a descaler to the sump to run a manual decontam cycle when one of the lower spray arms released a small amount of water contacting one of the employee's legs resulting in the reported event. The technician inspected the reliance 130l cart washer/disinfector and found that the steam valve and heat exchanger required replacement. As the steam valve and heat exchanger required replacement, excess steam pressure was able to build up and release water momentarily from one spray arm after the cycle was completed. The unit was installed in 2009 making it approximately 12 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The reported event is attributed to improper maintenance activities by user facility personnel, specifically not regularly inspecting the steam valve and heat exchanger. The reliance 130l cart washer/disinfector operator manual states (1-1), "warning - personal injury and/or equipment damage hazard: regularly scheduled preventive maintenance, in addition to the faithful performance of the minor maintenance described within this manual, is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." The technician made the necessary repairs, tested the unit, confirmed it was working according to specification, and returned it to service. The technician counseled user facility personnel on proper maintenance, specifically regularly inspecting the steam valve and heat exchanger. A 3-year complaint review indicated this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn on his leg while performing routine maintenance activities for their reliance 130l cart washer/disinfector. Medical treatment was sought and administered.